Manufacturer narrative:
(B)(4). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb had needle retraction failure during use. The following information was provided by the initial reporter: "material no: 305270, batch no: 9093523. It was reported that the syringes are not retracting. Event description per email states: please see attached incident report regarding the bd integra syringe. We have noted that the syringes from the lot mention in the report have not retracted in several instances (3-4). Please let me know whether you have had similar complaints/issues with this lot and whether you would recommend discontinuing it's use. Questions/inquiries: what is the date of the incident(s)? Are the affected samples to be sent back for evaluation? If so, are those samples contaminated. Do you have an approved canister to ship the affected samples for evaluation? If the affected samples are not available, were there any photos taken during the time of incident? If so, please attach in response email."